Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon noticed difficulty opening and closing when the first stapler was used on tissue. Additional stapler with the same lot number was used and experienced the same problem. Also, the second fire on the second stapler did not cut staple line fully (approximately 1cm uncut).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, the surgeon noticed difficulty opening and closing when the first stapler was used on tissue. Additional stapler with the same lot number was used and experienced the same problem. Also, the second fire on the second stapler did not cut staple line fully (approximately 1 cm uncut).